Event description:
In 2007, the lay user/patient contacted lifescan (lfs) france alleging the one touch ultra meter was giving inaccurately high readings. On the following day, the technical service representative (tsr) spoke with the patient to obtain and verify information. On three days earlier at 8:55 am, the patient obtained the fasting blood glucose reading of 216 mg/dl on the reported meter. At that time, the patient was experiencing the symptoms of sweating, feeling 'very excited', and she felt low. Based on her sliding scale regimen, the patient took a bolus dose of four units of novorapid insulin through her pump, instead of her usual three units. The patient then began to feel faint; she did not pass out. At 9:03 am, the patient rested her blood glucose level and obtained the meter readings of 46 mg/dl and 72 mg/dl. The patient then ate her breakfast at 9:10 am, and felt better within a few minutes. She did not seek medical attention. On the day prior to the event, original date at 7:15 am, the patient had obtained a fasting blood glucose reading of 71 mg/dl. The patient's expected fasting blood glucose level is approximately 80 mg/dl. The patient uses an insulin pump, with a basal dose of 0.5 units novorapid insulin, and a bolus dose of three units from 8:00 am to 8:00 pm. The patient will take a bolus dose of four units when her meter reading is greater than 200 mg/dl. The customer serve representative (csr) determined during the troubleshooting telephone call the patient's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. No quality control testing was performed, as the patient did not have control solution. The meter was replaced. The patient alleged that at the time she was experiencing symptoms suggesting hypoglycemia she obtained an elevated meter reading of 216 mg/dl, took an increased dose of insulin based on this meter reading, and began to experience further hypoglycemic symptoms. The patient claimed she felt better after eating food. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.